Event description:
Open heart surgery. Pt on stainless steel table with a gel pad in between. Grounding pads on bilateral buttucks. Procedure was 5-6 hours. During procedure one doctor was harvesting veins and another doing the open heart surgery. Someone commented that there was smoke/steam coming from the pt. After the procedure when the drape was removed they found a deep burn in the groin area in the shape of the handle of a metal clip that was used on the drape in that area.